Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed. Device passed self test no audio or vibrate or missing segments noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error alarm, rainbow effect on the screen. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had unexplained no delivery alarms, rewind was louder and deep scratches on the screen. The insulin pump will not be returned for analysis.